Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (44 mg/dl). Reportedly, the cause was due to customer miscalculating the bolus dosage, as well as physical activities. Customer addressed low bg by consuming glucose tabs and orange juice.